Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report. Based on the results of the investigation, the malfunction of the power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change to improve the durability of the power switch has since been made. The subject device within this report was manufactured prior to the design change. Regarding the corrosion and heavy dust found on the contact pins inside the scope socket, since the device was manufactured over 7 years ago, it is likely the pins deteriorated due to long term use, or the pins were corroded because the user left foreign substances such as dust, dirt, and chemical liquid residue. The instructions for use indicates: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source." Regarding the other issues identified in the initial report (i.e., chipped front panel, light intensity measurement out of range and the lamp replacement), per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the power button switch malfunction was confirmed. The device was outfitted with the old version main switch that was getting stuck and staying depressed. Additionally, the front panel of the mouth was chipped. A meter reading was taken and showed 478 hours and 30 minutes. Furthermore, the light intensity output measured out of range. Corrosion and heavy dust on the contact pins inside the scope socket was noted. The fan was running ok and the air pressure tested ok. However, the lamp did require replacing. Seven new replacement parts were received and installed. The device was successfully tested, and returned to the customer on nov 20, 2020. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted.

Event description:
As reported, the power button for the evis exera iii xenon light needs replacing. There was no patient consequences reported as a result of this event.